Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis.  Functional testing performed confirmed user defined target temperatures were successfully achieved during the application of rf energy. Sensory, motor and lesions modes were evaluated with no abnormalities noted. No faults, warnings or irregular heating periods were encountered during the evaluation performed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as intended during the evaluation period.

Event description:
During the procedure, the nt2000 was not reaching the target temperature. The procedure was successfully completed by completing one burn at a time, causing a delay of the procedure. There were no adverse patient consequences.